Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient implanted with cage in transforaminal lumbar interbody fusion at l4-l5. It was reported that the cage height was appropriate during the procedure and initial follow-ups, but it gradually collapsed, becoming fully collapsed by 6 months post-op. The patient returned with radiculopathy, reportedly less than pre-op. An x-ray confirmed the cage collapse, and the surgeon has reached out for an explanation and plans to do a CT scan to assess bone fusion. The revision surgery will take some time to be scheduled, but it is mandatory. The patient is osteoporotic and will first undergo medical treatment for osteoporosis for at least six months. The revision surgery will follow after the completion of this treatment. There were no patient symptoms reported. There were no further complications reported regarding the event.